Manufacturer narrative:
Evaluated 1 open or used reservoir and performed a visual inspection and found no physical or cosmetic damage. Also inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the enter button of insulin pump did not work. Customer states the scroll bar was not moving with no input, reservoir was leaked at past second o ring and insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Customer declined to troubleshoot. The insulin pump and reservoir will be returned for analysis.